Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had insulin pump error alarm and he had to keep going through set up and rewinding. The customer¿s blood glucose was unknown. Customer also stated insulin pump was rejected the new batteries. Customer stated that battery cap was a little harder to close and sometimes had trouble getting the battery set. The device will not be returned for analysis.